Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024. During the procedure the patient went into heart block. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant the heart block persisted. The patient was monitored over the weekend and a permanent pacemaker was implanted on (B)(6) 2024. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.